Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, deformation, encapsulation and brown particles on the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured. No issues found related with the manufacturing process.

Event description:
Physician reported rupture, stiffness and swelling. Device was explanted and replaced. Left side.

Event description:
Healthcare professional reported left side rupture, "stiffness and swelling." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, "stiffness and swelling." Device was explanted.